Manufacturer narrative:
The sc-1110-02 (sn (B)(4)); device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.